Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated MDR # 1225714-2014-02896.

Event description:
The plaintiff's attorney alleged that the decedent experienced an unspecified injury and subsequently expired after the use of the product.

Manufacturer narrative:
(B)(4) - alkalosis. This is one of two device reports for this event. Associated MFR report numbers: 1225714-2014-02896 and 1225714-2014-02897. Additional information has been requested and will be submitted upon receipt accordingly.